Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of 450 mg/dl. The customers blood glucose was 363 mg/dl at the time. Customer experience a slight headache, and treated it with a manual injection. It was reported the customer was having problems with his infusion set coming loose, which caused the high blood glucose. Customer performed a self-test on himself as troubleshooting, and agreed to call back the helpline after speaking to his healthcare provider. No devices were returned or shipped.